Event description:
The patient, (B)(6), reports a critical failure of an abbott implantable cardioverter defibrillator (ICD) implanted on (B)(6) 2025. The device failed completely within weeks without notifying the patient or care team. The failure resulted in severe cardiac deterioration, hospitalization, and placement on the heart transplant list at age 47. A prior device showed warning signs in (B)(6) 2024. The monitoring system (merlin.net) and care team failed to alert or intervene timely. The patient respectfully requests FDA investigation into device reliability and systemic monitoring failures.